Event description:
Over the past couple of months the bolts are becoming loose after placement. Unk how many pts were involved. In some cases they had to replace the entire bolt. At first they were unsure if this was due to pt movement but this was occurring more than usual, approximately 4 to 5 times. These occurrences were reported with the device being in place for a few days. This account at times can place 6 devices in one week.